Event description:
On (B)(6) 2025, a patient contacted customer service requesting the material composition of a right fibula nail 3.0 by 130 mm. No allegation of product deficiency or adverse event was reported within this inquiry. On (B)(6) 2025, the patient reported via phone to have been experiencing difficulty walking and constant pain. The patient stated that the screws appear to be protruding and can be seen on the skin of the knee. The patient underwent tibial surgery due to an accident about a year and a half ago in which screws and the tibial nail was implanted. The patient reports to be highly allergic to titanium; however, post operation, the patient had a three weeklong metal testing, which came back negative for allergies. The patient was not tested for allergies prior to the surgery. No further information was provided. Additional information was received on 2/14/2025: it was reported by the patient via email that an ar-8973ds fibulock implant system, a 1109-300 tibial nail, an 8001-040 captured cortical screw, two 8001-034 captured cortical screw, two 8001-044 captured cortical screw, an ar-8973l-30-130 arthrex fibulock nail, an ar-8830-16 fully threaded cancellous screw, and an ar-8925ss syndesmosis tightrope xp were implanted during the initial surgery on (B)(6) 2024. The implants remain in the patient and a revision surgery has not been scheduled. No further information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on photographic evidence, via an x-ray, provided from the field. Therefore, arthrex was able to deduce a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.